Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was continued using fluoroscopy and completed without cine operation. The philips field service engineer (fse) inspect the system onsite and confirm that the fluoro was statically looking. Review of the system log file showed that there was an error in tube rotor/anode and malfunction was confirmed due to faulty cooling unit. Upon troubleshooting fse found that the tube cooling unit was faulty, and coolant was leaking. Actual cause of the issue was found to be the cooling unit. Fse replaced the cooling unit. After the replacement of cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image quality was poor causing a delay in the start of the case. The patient was moved to another room to do the case. The device was reported to have been in clinical use at the time of the reported issue. There was no reported patient or user harm. Philips has started an investigation of this complaint.